Manufacturer narrative:
D3 manufacturer email (B)(4) upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported aiming beam not present event as analysis identified a fracture within the connector. The reported event of fiber stuck on the device cannot be confirmed as the connector was able to connect to the console fiber port without any issues and did not get stuck. When the fiber was connected to the laser console, there was no aiming beam exiting the tip, indicating that there was a fracture within the connector. A message was displayed stating that the fiber was used 18 times out of 24 uses. The IFU states: fiber inspection: inspect the full length of the fiber for kinks, punctures, fractures, or other damage. Do not use if the fiber appears to be damaged. Check aiming beam: hold tip perpendicular and 1-4 mm away from a flat light-color surface. The aiming beam should have ideal or acceptable appearance. Do not use the fiber if the spot is unacceptable. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the fiber was stuck on the device and the aiming beam was not present. The procedure was completed with another fiber without patient complications. Analysis of the returned device identified a fractured connector.